Event description:
The tip of a 7.3 cannulated screw broke off in the calcaneus and could not be retrieved from the pt. (B)(6) has the tip and more info. Dates of use: (B)(6) 2010. Diagnosis or reason for use: foot deformity.